Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the 2 v-go device fall off complaints could not be determined as the complaint could not be confirmed. This cannot be evaluated during the investigation process.

Event description:
The patient's spouse reported that over the last week or so the patient had at least four v-gos fall off. Two fell off after about two hours and the other two fell off after about twelve hours. Patient spouse said this was possibly due to sweating and increased movement. The patient wore them on his abdomen. The patient's spouse saved two of the fallen off v-go's.